Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument blade was damaged. Mechanical indentations and burrs were noted on both instrument blades, furthermore one of the blade exhibited severe indentations. No missing piece was confirmed. This issue prevents the blades from closing. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The instrument was functionally tested and failed the cut test. The evaluation result is consistent with the isi's analysis of the submitted image and the known cause of this issue is attributed to mishandling and misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors (mcs) instrument involved in this complaint be returned for failure analysis. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the mcs instrument lot # n12210503 / sequence # (B)(4) associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. The instrument had 7 remaining allotted uses. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image of the mcs instrument identifies damage to the instrument¿s grip tips. This kind of damage is indicative of user mishandling such as instrument collision or utilizing the grips on a hard surface. The general precautions and warnings in the instruments and accessories user manual instructs the user to: "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient" and "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error." Based on the information provided at this time, this complaint is considered a reportable adverse event due to the following conclusion: after the successful completion of a da vinci-assisted prostatectomy procedure, a "small defect" on the blade of the monopolar curved scissors (mcs) instrument was detected, with a fragment missing from the blade. The site stated that it was unclear whether the fragment was lost during or after the procedure, and whether the missing fragment fell inside the patient's anatomy. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment fell inside the patient and was retained.

Event description:
It was reported that after successfully completing a da vinci-assisted prostatectomy procedure, the user sent the instruments for inspection and sterilization. During inspection, the sterile reprocessing staff identified via microscopy a "small defect" on the monopolar curved scissors (mcs) instrument tip (blade), with a small piece missing from the blade. The customer alleged that a fragment from the instrument had likely fallen inside the patient. The reporter stated that the observation could barely be seen with the naked eye and the surgeon did not notice any irregularity during the procedure. An x-ray was conducted and found no fallen fragment, but the small size of the missing piece would make it difficult to be seen. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site on 04-nov-2021 and obtained the following additional information regarding the reported event: x-rays were conducted and found no missing piece inside the patient. The site stated that it was unclear whether the fragment was lost during the procedure or not, and whether the damaged piece fell into the patient's body or not. The instrument issue was identified during cleaning and sterilization, following the completion of the procedure. The instrument was inspected prior to use and operated without any problem during the procedure. The patient has not returned to the hospital, and there was no report of post-surgical complications related to retaining a potential foreign object.